Event description:
Pt has type 1 diabetes and is on a tandem t:slim x2 insulin pump. He traveled to (B)(6) and followed all recommendations for converting the power to charge his pump. His efforts failed, the pump wouldn't charge and became inoperable due to the power incompatibility. He didn't have long acting insulin with him and ended up in thailand without a way to give basal insulin.